Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was 140 mg/dl. The customer will contact their healthcare provider to obtain alternate insulin therapy.